Event description:
While inserting a guide wire during a cardiac catheterization procedure, the physician felt resistance to advancing the guide wire. The guide was immediately withdrawn. Visual inspection of the guide wire revealed a frayed outside mesh with exposure of the sharp bare wire metal core. The product was sanitized by cath lab staff and sequestered in the original packaging. Dates of use: one day in 2007. Diagnosis: new onset dyspnea, a-flutter, t-wave EKG changes.